Event description:
This report summarizes 22 malfunction events, where it was reported the device had phantom motion. There was no patient involvement.

Manufacturer narrative:
The remaining device was evaluated and the investigation was completed; there was no defect found with the device that would cause or contribute to the reported issue.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 19 devices were evaluated in the field and the issue was confirmed; 15 devices had broken/damaged components, 1 device had a dirty component, and 3 devices had electrical shorts. The devices were repaired and returned. 1 device was evaluated in the field and the issue was confirmed, but the cause could not be determined. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 22 malfunction events, where it was reported the device had phantom motion. There was no patient involvement.